Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was unknown. It also reported that display was blank at the time of call. Troubleshooting was performed. The customer was advised to remove battery after insertion of battery alarm did not display on the pump screen. The customer was advised to discontinue the use of pump and revert to back up plan. The customer was advised that the pump will need to be replaced. The customer will return insulin pump for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self test and displacement test. It was monitored and unexpected display anomalies including blank display anomaly was noted. However, traces of corrosion were found at the electronic and motor assemblies per visual inspection. The device was received with cracked case at display window corners, display window, reservoir tube lip, minor scratched display window and case.